Event description:
The customer stated, that she was taken by ambulance to the hospital due to hypoglycemia. The blood glucose reading at the time of the hospitalization was not reported. Troubleshooting could not be performed for low blood glucose because of a prime anomaly on the insulin pump at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow, once the analysis has been completed.